Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3 and h6. It has been over five (5) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, the cause is presumed to be a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center produced no image with 190 series of scopes. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.